Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using the system. On startup the iesu displayed c-37 hf current measurement value to high. The probable root cause is attributed to faulty electrical component inside the generator. This error indicates hf current measurement value is too high and too low during the on state. This error can be resolved through troubleshooting or replacement of the generator. The probable root cause is attributed to faulty electrical component inside the generator. This error indicates hf current measurement value is too high and too low during the on state.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report erbe error c-30. Issue remained even after power cycle. Site decided to use spare erbe. The procedure was completed with no reported injury. Isi followed up with initial reporter and received following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. To resolve the reported issue of error c-30, the customer attempted to reboot the erbe unit, but the error persisted. The procedure was continued by replacing the erbe unit with a covidien forcetriad generator.